Manufacturer narrative:
Date sent to the FDA: 02/19/2020. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Additional h-3 summary: an opened box with thirty-four unopened samples of product code v2910h, lot # pkbcbqw0 were returned for analysis. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. What is meant by 'the suture dissolves when the customer sutures' ? The suture dissolved/broke/fragmented into pieces when suturing. 2. Were the knot untying during use? The knot where untying because of the suture material dissolved/broke/fragmented into pieces. 3. If there are other issue please explain? 4. Lot number?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the suture was used. It was reported that when suturing, the suture dissolved/broke/fragmented into pieces. The knot where untying because of the suture material dissolved/broke/fragmented into pieces. Another like suture was used to complete the procedure. There were no patient consequences reported.